Manufacturer narrative:
(B)(4)

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a revaclear 300 dialyzer. Ten minutes into treatment, the patient developed facial edema and dyspnea. Treatment was stopped and the blood in the extracorporeal circuit was returned to the patient. The patient was treated with steroids and switched to a different dialyzer. The date in report date is an estimated date as the exact date of the event was unknown.